Manufacturer narrative:
Date sent to the FDA: 2/05/2025. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-11082021-0001016545 submitted for adverse event which occurred on (B)(6) 2007. Mwr-31012025-0001796215 submitted for adverse event which occurred on (B)(6) 2007. Mwr-31012025-0001796217 submitted for adverse event which occurred on (B)(6) 2007. Mwr-31012025-0001796218 submitted for adverse event which occurred on (B)(6) 2007. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient had partial removal of foreign body mesh in ileostomy on (B)(6) 2007. The mesh was eroding into the bowel from the medial aspect of the stoma. It was reported that the patient had another extraction of eroded mesh from ileostomy on (B)(6) 2007. It was reported that the patient had incision and drainage of abdominal wall abscess on (B)(6) 2007. It was reported that the patient experienced partial small bowel obstruction, protruding mesh, weakness and discomfort. It was reported that the patient underwent removal of old mesh of incisional hernia, repair of enterocutaneous fistula with resection & relocation of ileostomy on (B)(6) 2007 no additional information was provided.